Event description:
On (B)(6) 2013 at the (B)(6) in (B)(6) it was reported by a maquet technical service representative that after installation in the hospital surgical room arterial mode was not able to be selected on a hl 20 4 pump console base unit serial number (B)(4) and console control module serial number (B)(4). All pumps were in free mode. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).